Event description:
Draeger medical systems has received information that a customer performed testing of the thermo monitoring function with our delta patient monitoring using our temp "y" cable. This function provides the capability of measuring a patient's core and surface body temperatures ad displays the values on the patient monitor. It was reported that temperature value for ta was displayed, but the tb temperature readout was not visible on the patient monitor, but the problem was resolved when the monitor was restarted. The second issue involved a "frozen" temperature display for the tb temperature value. No indication was given that the frozen tb value could be mitigated. No patient injury was reported.